Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report was received from (B)(6) via synthes (B)(4) stating that there was "residue in sterile packaging." The device was not used in surgery. There were no injuries or medical intervention reported. There was no contact information from (B)(6) available. No additional information was provided.